Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received three shocks from the device. The patient was checked in the emergency department, where the on-call physician stated the device did not work properly. The patient was later seen in the clinic by their following physician. A review of the shock episodes found the patient was in a fast supraventricular tachycardia (svt) that had reached the programmed rate cut off for the ventricular fibrillation (vf) zone. Therefore, the shocks were deemed clinically inappropriate. The duration was extended, but no other device reprogramming was performed, as the patient has documented vt in the 140 bpm range. The physician planned to manage the svt with medication. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.